Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The lead tip and helix appear intact. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any lead abnormalities that would contribute to the clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that shortly after implant, this right ventricular (rv) lead was only capturing at maximum output, in bipolar configuration. In unipolar configuration, there was no capture at all, thus pacing was not delivered when required. The r-waves and impedance were both normal, in both configurations. The lead was subsequently removed and replaced, due to a partial perforation, as confirmed by an echocardiogram. No additional adverse patient effects were reported.